Event description:
A report was received that following the trial procedure, the patient did not have movement in her legs. The patient was sent for a computerized tomography (CT) scan which revealed epidural hematoma. The scan revealed that the blood clot was located above the paddle which was putting pressure on the patients spine causing dysfunction of the patients legs. The patient was able to feel her legs, however, she could not move her legs. The physician performed a surgery to remove the blood clot and patient was admitted in the intensive care unit (ICU). The physician believed that the hematoma was procedure related and not device related. Following the procedure the patient was able to walk, move her legs and was reportedly doing well.